Event description:
A report was received that cardiac gated scans occasionally produce series or images where the data appears to be scrambled between frames giving the impression of a faint or no heartbeat. Concern is for misdiagnosis. No injury or any other adverse effects were reported.